Manufacturer narrative:
(B)(4). A review of the device history was conducted and no issues were found during the manufacture of the device that would cause or contribute to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during initial drain of peritoneal dialysis therapy. The initial drain volume equaled 4833ml, the initial drain alarm (ida) was 1800ml and the last fill volume (lfv) was 2000ml. The ida was set to 90% of the lfv. The care giver (cg) stated that they were not sure if the patient did a last fill. The cg explained that the nurse changed the programming and the set-up that day. This was their first night with the new set-up. The patient was connected and in initial drain at the time of the reported event. The technical service representative (tsr) instructed the cg to check with the registered nurse (rn) and see why the ida is set at 1800ml for a 2000ml last fill. The patient was able to continue with fill one of five after the tsr ensured that they were empty. There was no patient injury or medical intervention associated with this event. No additional information is available.